Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture, link, posterior needle tip, and both cuffs were not returned with the device; therefore, the scope of this investigation was limited. Evaluation of the returned device indicated that an anterior cuff-to-needle tip detachment occurred during needle plunger retraction, as evidenced by damaged anterior needle barb. Cuff-to-needle tip detachment while retracting the needle plunger indicated that there was resistance encountered during the process and this could appear very similar to the reported cuff miss. During lab testing, the plunger was re-inserted and retracted successfully without any observable resistance that could contribute to the anterior cuff-to-needle tip detachment. Also, there was no needle strike mark observed at the posterior foot to suggest that the posterior cuff miss might have been occurred during the needle deployment which could result in the anterior cuff-to-needle tip detachment, as observed. Because the suture was not returned with the device, we could not determine if the suture was dragged through the device during the suture retrieval process which could contribute to the anterior cuff-to-needle tip detachment. No manufacturing or quality issue was detected and the root cause for the anterior cuff-to-needle tip detachment could not be determined based on the investigation findings. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attepted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a posterior cuff miss occurred and another proglide was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.